Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during peritoneal dialysis therapy. The patient explained that the cassette expanded until it burst inside the cassette door, leaving fluid all over the machine and on the floor. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.